Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with lows occurring around dinner time, sometimes within an hour after a meal announcement, during travel and at home, with no changes to settings and no exercise or identifiable precipitating factors. Symptoms included low blood glucose readings in the 40¿50 mg/dl range consistent with hypoglycemia. Outcomes included transient impairment due to low glucose requiring self-management without hospitalization. Investigation included complaint review, user interview, and plan for device evaluation. Investigation of this case revealed no identifiable trend or contributing user behavior, and the cause remained unclear. It was concluded that the event involved hypoglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.